Event description:
It was reported that the patient was scheduled for explant. Follow-up with the neurologist¿s office reported that the reason for the explant was lack of efficacy and that the device had been off since (B)(6) 2018. The physician stated that the assessment of the lack of efficacy was that the patient did not feel it was helping and that it was unknown to provider if it was helping or not. Additional information was received that the patient¿s mother stated the reason for explant is that patient has lost a good amount of weight since her vns was implanted that now the generator moves around in her chest and also can be painful when laying on her left side or in the prone position. It is also painful at times when lift heavy objects at work. No additional relevant information has been received to date.